Event description:
The catheter couldn't be removed duringt the procedure. Therefore, it was separated at male/female luer connection. The guidewire was inserted through the connection and advanced to the distal shaft. The catheter was tried to remove again and again. Then the catheter was barely removed with the guiding catheter. The user thought that the exit port of the catheter got caught in the edge of the stent because the stent wasn't tully expanded. The lesion was not tortuosly with a calcification at rca. It was observed that the diameter rca distal less than imaging was performed again. Although the driver stent 3 . 0-30 was implanted, it was touched loose at proximal. Therefore, post dilatation was performed with potenza 4mm at proximal. After that, the incident occurred at ivus. The wire was able to pull out without problem. The imaging core was pulled out. Though the grandslam was inserted into the shaft and tried to push, the catheter was unable to remove. It was failed to advance side of the microcatheter or tried to approach. Then, the guiding catheter was tried to change to 8f catheter for the removal of ivus catheter and the catheter was removed with the gc.

Manufacturer narrative:
The technician evaluation will be performed when the device is returned to manufacturer. The results of the evaluation will be provided in the supplemental support.